Event description:
During the insertion of the i.m. Rod, the distal end of the rod broke off and remained inside the femur. The doctor proceeded to try and retrieve the approximately two inch long piece by using several different grasping devices, finally retrieving it after about 40 minutes had elapsed.

Manufacturer narrative:
Examination of the submitted rod confirmed the reported breakage. The product returned is of a prior design. A conclusive root cause was not identified. Although the design has been enhanced since the complaint sample was manufactured, the rod breakage may also be related to a combination of instrument age, service life, and/or user technique. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.